Event description:
The manufacturer received information alleging a ventilator failed to function in active mode. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device failed test steps during testing. The active exhalation control module was replaced to address the issues.